Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was missing segments and she was therefore unable to test, stating the meter "only displays one half part of the screen". Customer reported self-presenting to a pharmacy to have her blood glucose checked and a result of 43 mg/dl was obtained. Customer reported the pharmacist "gave (her) a glucose tablet". Customer additionally reported suffering a seizure and experiencing dizziness and stated that due to her symptoms, she self-presented to a hospital and was diagnosed with hypoglycemia. Customer was injected with glucagon, was determined to be allergic to it, and was subsequently injected with an unspecified medication. There was no report of death or permanent impairment associated with this event.